Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulties were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: roadrunner uniglide 320cm; sheath: flexor check-flo 6f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed concentric lesion located in the mid femoral artery that was non-tortuous and 80% stenosed. The 6 mm x 100 mm armada 35 balloon dilatation catheter (bdc) failed to inflate at the lesion. It was observed that contrast solution was leaking out near the hub of the catheter. Another armada bdc was used to dilate the lesion. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.